Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to oversensing of noise that appeared to by myopotential. Technical services was contacted, and troubleshooting/programming recommendations were provided. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to oversensing of noise that appeared to by myopotential. Technical services was contacted, and troubleshooting/programming recommendations were provided. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service. Additional information received indicates the patient was seen in clinic. It appears they were holding a metallic staircase in an inconvenient position at the time of the inappropriate shock, resulting in myopotentials. The health care professional (hcp) programmed the gain to 2x and left it on secondary vector and set the smart pass to 4.1s.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.